Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the device was programmed to aai and not ddd. This patient had rythmiq programmed due to transient av block. Boston scientific technical services (ts) confirmed that the device was operating as designed and programmed. No adverse patient effects were reported.